Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: (B)(4). Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that unspecified bd¿ introsyte introducer was damaged, the needle was broken on 5 occasions, the sheath did not split as intended, and the package was damaged on 22 occasions. The following information was provided by the initial reporter: material no: unknown batch no: unknown. It was reported via introsyte introducer survey that the clinician experienced defective or damaged product, needle broken, difficult to thread, hematoma, splittable sheath did not completely separate/introducer did not peel apart correctly, the device would not advance, incorrect needle bevel orientation, plastic tip of introducer seemed to stick/adhere to the catheter, package seal not intact before use and blockage.

Event description:
It was reported that unspecified bd¿ introsyte introducer was damaged, the needle was broken on 5 occasions, the sheath did not split as intended, and the package was damaged on 22 occasions. The following information was provided by the initial reporter: material no: unknown batch no: unknown. It was reported via introsyte introducer survey that the clinician experienced defective or damaged product, needle broken, difficult to thread, hematoma, splittable sheath did not completely separate/introducer did not peel apart correctly, the device would not advance, incorrect needle bevel orientation, plastic tip of introducer seemed to stick/adhere to the catheter, package seal not intact before use and blockage.

Manufacturer narrative:
H.6. Investigation: bd was unable to perform a thorough investigation as no material number, sample, lot, or batch number were provided. DHR could not be performed due to unknown lot#.